Event description:
It was reported to gore that on (B)(6) 2025 a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Reportedly, the implant procedure went unremarkable. Three days post procedure, the patient was re-admitted due to fever and bronchopulmonary infection. Subsequent transesophageal echocardiography (tee) imaging identified a large thrombus adhering to the right atrial disc and combined anticoagulatio/antiplatelet treatment was started. On (B)(6) 2025, the patient (who was suffering from anxiety at the time) presented again due to palpitations and cardiac telemetry revealed only frequent supraventricular extrasystoles (sves). Upon starting beta-blocker therapy, the symptoms reportedly regressed completely. During follow-up tee imaging at three months post implant, the observed thrombus was no longer visible and a bubble test confirmed there was no residual shunt. However, a hyperechogenic, thread-like structure was noticed in the right atrium and during x-ray imaging, one wire of the right atrial disc was reportedly seen to be almost perpendicular to the disc. Another follow-up visit has been scheduled for this patient for the end of (B)(6) 2025.

Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided. Data provided in this field reflect gore's internal reference number for this case. Gore is currently reviewing the manufacturing records of gore® cardioform septal occluder involved in this case. H6, type of investigation, code b15: the device remains implanted. Therefore, an evaluation on the physical device cannot be performed. However, medical images of the implanted device were returned and gore is currently performing an imaging evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B5, describe event or problem: provided additional information. H6, medical device problem code: added code a0411. Code a010102 in the initial report was selected to capture the reported thrombus. H6, component code: replaced code g07003 with g04088, added g04027. H6, type of investigation: added codes b20, b14, b11. Code b15 in the initial report was selected to reflect image return by user. H6, investigation findings: replaced code c21 with c19, added code c0106. H6, investigation conclusions: replaced code d16 with d15. Imaging evaluation summary: a fluoroscopic image was returned to gore and an imaging evaluation was performed. The image demonstrates a well-seated gore® cardioform septal occluder positioned across the atrial septum, with no evidence of residual shunting on transesophageal echocardiography (tee) imaging. The occluder shows appropriate separation between the right and left atrial discs, and remains securely locked with all eyelets intact. However, there is noted protrusion of a pedal from the right atrial disc into the right atrial space.

Event description:
During a follow-up exam in (B)(6) 2025, it was found that the device was stable with the patient reportedly having been well.